Manufacturer narrative:
Analysis found that the stylus clicked on the screen without a response. As a result the xy board was replaced. Software was updated. The programmer then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus had no reaction when touching the display screen. The programmer was returned for service. There was no patient involvement.